Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7120 competitor implantable tachy lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the clinician observed post ventricle t-wave oversensing with the implantable cardioverter defibrillator (ICD). The clinician reprogrammed device to resolve problem. The device remains in use. No patient complications have been reported as a result of this event.